Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing error and image was not displayed on live monitor. Review of the log file showed that issue was with image disk. Fse found that the image disk was defective. Fse replaced the image disk. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the images are not displayed on live monitor. Philips has started an investigation of the complaint.